Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the device did not have any malfunctions. The manufacturing history was reviewed, with no irregularities noted. Omsc concluded that the reported burn of the patient occurred since the burned area was touched with the grasping section and probe tip which were hot after activating, when the user placed the device on the patient abdomen. The instruction manual of the subject device already cautions; since the temperature of the tip probe rises with continued use of the instrument, ensure that it does not come in contact with non-target tissue. Otherwise, a burn may occur.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. During an unspecified procedure, the subject device was used. The user reported that the patient suffered a 1mm by 1cm burn since the user placed the device on the patient abdomen. No further information was reported.